Manufacturer narrative:
(B)(4). Eval, results: stent deformation, failure to deliver stent. Tight lesion. Device could not be retracted into guide catheter. Conclusions: tight lesion. Eval summary: the device was returned to medtronic for eval. The device was inserted into a guide catheter and a haemostatic valve. The stent and part of the shaft were protruding at the distal end of the guide catheter. The device could not be removed from the guide catheter due to the damaged stent. The first seven distal stent segments were intact with no damage evident. A number of struts on the 8th distal segment were deformed and partially raised. The remaining proximal and mid segments were severely bunched and deformed. The distal tip was slightly flared. Cd images were also provided for review. These contained images of the rca before and after pre-dilatation. There were no images showing the delivery of the resolute stent or the difficulties reported by the physician.

Event description:
An endeavor resolute rapid exchange (rx) drug-eluting coronary stent system, length 24mm, diameter 2.75mm was intended to treat a tight lesion in a pt. It was reported that the stent could not pass the lesion and, on removal from the pt, the stent struts were damaged. The lesion was pre-dilated with a 2.5 x 20mm balloon. No pt injury occurred and no clinical sequelae have been reported.